Event description:
As reported, the 6f exoseal vascular closure device (vcd) plug was not placed. There was no reaction on the black on black in window. The system was pulled out of patient and had to close manually. There was no reported injury to the patient. The device will be returned for evaluation.

Manufacturer narrative:
E1: phone # : (B)(6). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f exoseal vascular closure device (vcd) plug was not placed. There was no reaction on the black on black in window. The system was pulled out of patient and had to close manually. There was no reported injury to the patient. The product was stored, handled, inspected, and prepared according to the instructions for use (IFU), with no abnormalities found on the device before use. The procedure was performed using a retrograde technique, and the suitability of the femoral artery was angiographically verified, including the insertion angle (30-45 degrees) of the 6f unknown vascular sheath. The vessel diameter was verified to be greater than 5 mm, and no visible calcifications, plaques, or stenosis >50% were present near the puncture site. There was no stent near the puncture site. No resistance or friction was encountered when advancing the exoseal vcd through the sheath. There were no difficulties connecting the vascular sheath to the exoseal vcd. The vascular sheath was retracted until the cone engaged with the indicator wire cover and locked into the handle assembly with an audible click. Pulsatile flow was observed from the backflow indicator, but there was no movement of the black marking when the exoseal and vcd were retracted together. The exoseal vcd was securely locked with the vascular sheath. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the 6f exoseal vascular closure device (vcd) plug was not placed. There was no reaction in the black-on-black indicator window. The system was pulled out of the patient and had to be closed manually. There was no reported injury to the patient. The product was stored, handled, inspected, and prepared according to the instructions for use (IFU), with no abnormalities found on the device before use. The procedure was performed using a retrograde technique, and the suitability of the femoral artery was angiographically verified, including the insertion angle (30-45 degrees) of the 6f unknown vascular sheath. The vessel diameter was verified to be greater than 5 mm, and no visible calcifications, plaques, or stenosis greater than 50% were present near the puncture site. There was no stent near the puncture site. No resistance or friction was encountered when advancing the exoseal vcd through the sheath. There were no difficulties connecting the vascular sheath to the exoseal vcd. The vascular sheath was retracted until the cone engaged with the indicator wire cover and locked into the handle assembly with an audible click. Pulsatile flow was observed from the backflow indicator, but there was no movement of the black marking when the exoseal vcd and vascular sheath were retracted together. The exoseal vcd was securely locked with the vascular sheath. One non-sterile vascular closure device - 6f was received for analysis. Upon visual inspection, the unit was already inserted into a non-cordis catheter sheath introducer (csi). The deployment lever on the device was not pressed, and the plug was present on the delivery shaft, which had dry blood residues. The indicator wire was deployed, and the loop was in good condition. The indicator window was in the white/black position, and the cowling guard was locked. No anomalies were observed during the analysis. During review of the device, it was confirmed that the plug was not deployed, and the guard was locked with the indicator wire (iw) deployed. Functional testing could not be performed since the unit was clogged with blood residues. Attempts to clean the device using hydrogen peroxide and an ultrasonic bath were made but were unsuccessful. The pinion gear-iw rack timing was reviewed, the iw end interaction with the iw rack pillars was examined for potential interference, and the iw was inspected for buckling. No anomalies were found in the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned through the three stages. Microscopic analysis was not needed since the internal mechanism was reviewed during functional analysis. The reported event of ¿indicator window-no change to indicator¿ was not confirmed through analysis of the returned device as it passed functional analysis by achieving all three stages of the indicator window and there were no anomalies noted to the internal mechanisms. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported no change to indicator event as the functional test could not be fully performed due to the received condition with the dried blood that could not be cleaned out in order to move the mechanism appropriately. However, as this condition would not have been experienced by the user, testing of the indicator window within the handle was performed and was able to achieve all 3 stages of the indicator window during functional analysis. Therefore, it is possible that procedural/handling factors contributed to the issue experienced during the procedure. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.